Manufacturer narrative:
The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported that they have "ceased undertaking xen®45 gts procedures due to the level of failure rate." Healthcare professional did not report any specific cases but felt in general that they needed to needle and revise the cases or convert to a trabeculectomy too often.